Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has a systemic infection of unknown origin. The implantable cardioverter defibrillator (ICD) system was suspected as a possible vector for the infection. Antibiotic treatment was necessary. The device and leads were extracted. No further patient complications have been reported as a result of this event.